Event description:
The event is reported as: complaint alleges: the wing nut of the adapter screw was bad on the flowmeter, and if squeezed too hard it cracks. There was an oxygen leak and the patient didn't have his prescribed quantity of oxygen at the time. Patient current condition is fine.

Manufacturer narrative:
Device history record (DHR) review have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this moment since the defective sample is not available to evaluate which component is causing the oxygen leak. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.